Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two work around options to customers. The first work around is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second work around is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within two (2) hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these work arounds were communicated to customers by customer notification.

Event description:
The initial reporter received questionable ca 19-9 elecsys e2g results for one (1) patient sample on a cobas 8000 e 801 module, serial number (B)(4). The initial result was 34.4 u/ml. The result was not reported outside of the laboratory. The repeated results were 20.0 u/ml and 19.7 u/ml.

Manufacturer narrative:
Field h6 codes were updated.